Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The patient's husband reported that, the patient experienced weakness in her legs, vomiting, diarrhea, and fever following her trial interstim implant. She also had a fall due to the weakness in her legs and was admitted to the hospital, where she was diagnosed with a urinary tract infection. Four days later, the patient was transferred to a nursing home to get therapy for her legs. Further information is being requested from the hcp.